Manufacturer narrative:
Device evaluation results: the pump's operation log was reviewed. The log shows that on (B)(6) 2009, an infusion ran at a programmed rate of 18ml/hr, from 22:01 to 01:22 on (B)(6) 2009. At 01:22, the pump was placed on hold. When the infusion resumed at 01:33, the rate had been programmed on 118ml/hr. At 01:55, the pump was placed on hold. At 01:56, the infusion was started at the programmed rate of 18ml/hr. The reported incident could not be reproduced. B. Braun completed an evaluation of the pump per procedure for complaint returns. As part of the routine complaint testing requirements, the returned pump was tested for volumetric accuracy a total of six (6) times, volume to be delivered in each test: 5 ml (specifications 4.75 - 5.25 ml). Three tests at 999 ml/hr had results of 4.96 ml, 4.87 ml and 4.84 ml. Three tests at 38 ml/hr had results of 5.06 ml, 4.91 ml and 4.95 ml. The pump was run at 18ml/hr to deliver 54ml. The rate did not change during this three hour run.

Event description:
Reportedly, the nurse set pump to run heparin at 18ml/hr at 1:22am. Pump put on hold and was changed from 18ml/hr to 118ml/hr. Pump ran from about 1:29am to 1:56am at 118ml/hr. Nurse claims it was changed from 18 to 118ml/hr; she did not change. The nurse stated that she left the room and when she came back, the pump was at 118ml/hr. There was no patient injury.